Event description:
It was reported that as lvp 20d dehp 2ss cv tubing came apart. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20093066 it was reported that there have been issues with the bd alaris pump infusion set. Issues being that the tubing is separating. Verbatim: good morning. We have some defective main IV tubing. 3 for 3 separated as we had primed the line and was pushing the pump segment into the alaris IV pump. Luckily all 3 were primed with saline and not a immunological drug. Again, this morning, we had another incident with the tubing separating at the same physical place as described below. It was also the same exact lot number and numbers listed below. Luckily again, it was just saline and not a immunological or chemotherapy agent. Please, please address this issue with the company. I would hate to have a chemotherapy spill as a result of this issue. Good morning. We have another defective main IV tubing this morning. Rn pulled a bd alaris pump infusion set (main IV tubing) and primed the line, she had pushed the tubing into the safety clamp and as she was shutting the door of the pump, the tube separated at the bottom of the safety clamp and normal saline spilled all over the floor. (Again, good thing this wasn¿t a chemotherapy agent).

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing separating could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review for model 2420-0500 lot number 20093066 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - leak with lot #20093066 regarding item #2420-0500. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing came apart. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20093066. It was reported that there have been issues with the bd alaris pump infusion set. Issues being that the tubing is separating. Verbatim: good morning. We have some defective main IV tubing. 3 for 3 separated as we had primed the line and was pushing the pump segment into the alaris IV pump. Luckily all 3 were primed with saline and not a immunological drug. Again, this morning, we had another incident with the tubing separating at the same physical place as described below. It was also the same exact lot number and numbers listed below. Luckily again, it was just saline and not a immunological or chemotherapy agent. Please, please address this issue with the company. I would hate to have a chemotherapy spill as a result of this issue. Good morning. We have another defective main IV tubing this morning. Rn pulled a bd alaris pump infusion set (main IV tubing) and primed the line, she had pushed the tubing into the safety clamp and as she was shutting the door of the pump, the tube separated at the bottom of the safety clamp and normal saline spilled all over the floor. (Again, good thing this wasn¿t a chemotherapy agent).